Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from distributor via field representative regarding an event happened during intra-op for a patient with a procedure of tlif. It was reported that the flex arm was defective. There was a patient involved during this event. There was no delay reported as a result. There was no injury to patient reported as a result of this event. It was mentioned that the flex arm was attached to the or table and the section of the arm in which the quadrant retractor is connected, once the knob was tighten it was impossible to get the arm loose, it remains tighten. There were no symptoms to patient or physician were reported as a result of this event. There were no further complications reported or anticipated.